Manufacturer narrative:
Baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. The device was found to deliver within specification.  No correction is required.  Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump heparin continuous drip (gtt) was initiated february 2nd at 2017 and ran appropriately and according to vad ( not further specified) heparin infusion protocol until the bag was changed. The second bag hung for 6 hours and 45minutes and should have infused 167.87ml prior to being stopped for a procedure. They saw drips falling in the drip chamber while the bolus was infusing but at the baseline infusion rates the drips were slow enough that not seeing drips consistently was not concerning.¿ the event happened during infusion at cardiology department. There was no known patient injury or medical intervention associated with this event. No additional information is available.